Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. The reported device operates differently than expected was able to be confirmed. In addition, analysis found one anterior cuff tab was detached and not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties/issue and determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a puncuture closure of an unspecified vessel was attempted using a proglide device with a 6f sheath after an unspecified procedure. Reportedly, an unspecified device failure occurred. A second proglide device was used and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.